Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported that the system had no power. This resulted in a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.